Manufacturer narrative:
Patient identifier: (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that during a crrotid artery stenting procedure the stent did not deploy at the intended location. The target lesion was located in the proximal left internal carotid artery with 90% stenosis, and was 20 mm long with a 6 mm reference vessel diameter. The physician treated the lesion with. Placement of the filterwire ez and two carotid wallstents. The first wallstent did not deploy at the intended location. The stent failure/malfunction occurred during deployment due to proximal "watermellon seeding." Therefore, a second stent was needed. Following post-dilatation there was 0% residual stenosis. The patient was discharged the next day.